Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. It was alleged there was a "continuous weird sound" while swimming. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2017 with the following findings: during investigation, moisture corrosion was found on the display screen inside the pump. The pump was unable to power up and was completely unresponsive. The pump cover was removed to find further moisture corrosion to the continuous glucose monitoring module, the display screen, and the power printed circuit board. The audio tone vibration complaint was unable to be adequately investigated.